Manufacturer narrative:
As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this investigation will be updated.

Event description:
Boston scientific crm received information that the patient that had been implanted with this cardiac resynchronization therapy defibrillator (crt-d), passed away. A message handwritten on the patient verification form received by boston scientific medical records stated, 'patient has passed away. I guess your device didn't work.' No other allegations against device functionality or longevity have been communicated.